Manufacturer narrative:
The technician found the hex nut missing from the trend bar. The technician replaced the hex nut to repair the stretcher.

Event description:
Information received indicates the stretcher will not go into trendelenburg.